Event description:
The customer received a control reading of 386mg/dl on the contour next link meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The control was not expected to be returned for evaluation. New meter and strips were sent to the customer.